Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels since (B)(6) 2016. The customer was hospitalized on (B)(6) 2016 with a bg level of over (600 mg/dl) and diabetic ketoacidosis (dka). The customer was treated with saline and insulin was administered via intravenous (IV) drip. It was reported that the customer was receiving occlusion alarms. Reportedly, the customer tried to un-kink the infusion set tubing and did not change out the infusion set. It was not confirmed if the infusion set tubing was the issue. Tandem technical support reviewed pump data and confirmed the occlusion alarms. The customer was discharged from hospitalization on (B)(6) 2016. The customer is currently in contact with clinical diabetes specialist (cds) and will notify cds once pump therapy is resumed.